Manufacturer narrative:
(B)(4) catheter detached. According to the complainant, the suspect device has been contaminated and is not available for return, so the product analysis could not be performed. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the hepatic structure during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop would not extend after successfully removing a polyp. An examination of the device found that the catheter connected to the handle detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.